Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power supply unit was functioning incorrectly. The part was replaced and the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a generator interface error, 5vdc at low voltage power supply out of range. There was no patient present.

Manufacturer narrative:
The power supply unit (psu) was returned to the manufacturer for analysis. Analysis found that when the ps1 power supply was tested by using a cba IV pro 58250-1015 cba4/p computerized battery analyzer the bench test failed. Ps1 output test was performed over a period of 16min 32sec . The dc voltage dropped from 5.1vdc to 4.3vdc and continue to drop to 4.2vdc and to 4.1vdc and was fluctuating. Expecting at least minimum drop to 4.7vdc and stable. Drifting power supply output voltage. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.